Manufacturer narrative:
Correction section h10: the investigation conclusion should have been "the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined." Rather than "the results of the investigation are inconclusive as the device was not returned for evaluation. The pocket stimulation was resolved. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. The pocket stimulation was resolved. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2024-00791. It was reported that one of the patient's leads had high impedances. Surgical intervention was undertaken to replace the lead, during the procedure it was observed that the second lead had high impedances. Both leads were replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight, further information was requested but not received.